Event description:
A surgeon reported two patients with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. This patient had a bilateral iol implant surgery. The surgeon reported the patient was happy with her postoperative vision. The surgeon also reported that he was not blaming the iol. There are three medical device reports for two patients associated with this event. This report is for the left eye of the second patient.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Medical records were received on 04/15/2009. Additional information was requested on 04/17/2009 by phone. This report was mailed to FDA on: 05/15/2009.